Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA.

Event description:
Customer reported that the monitor images in the examination room show poor image quality. The images are too bright.